Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 27-mar-2028, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 19-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had leads implanted on (B)(6) 2026. The patient experienced a seizure overnight post-lead placement. Imaging showed peri-lead edema. This was suspected but not determined to be the cause. The patient is located at a post-acute care rehab facility. They have some confusion and aggressive behavior. Physicians are ordering MRI imaging and monitoring of peri-lead edema that was seen. They are not sure of underlying cause for this. It was also noted that the healthcare provider (hcp) did nothing different from their dbs procedures over the last 7 years.